Manufacturer narrative:
1. DHR/bhr review(lot#4016701): 1)the products of this batch were assembled at intima ii auto line 3 in feb 2024, and packaged at cfs package line in feb 2024. Work order quantity was (B)(4) pcs; 2)the septum incoming inspections: appearance and size were not abnormal, which met the requirements of incoming inspection specifications; 3)the leakage test results of 400pcs in process testing and 32pcs in outgoing testing were within the product specifications; 4)no unqualified, deviation or rework activities in the production process; 5)the septum assembly equipment without abnormal maintenance. 2. No defective sample and photo have been received for the complaint. 3. The retained sample of this batch is taken for septum leakage test and 45psi leakage test , the test results showed that no leakage was found at the septum. 4. No similar complaints have been received from other hospitals regarding this batch of products. Conclusion(s): no abnormality is found on process and retained sample, and no similar complaints have been received from other hospitals about this batch of products. As no defective sample has been received, relevant tests cannot be performed, the root cause of this defect cannot be determined. The plant will continue to track and trend for this issue.

Event description:
No additional information available.

Event description:
It was reported that bd intima-ii 22gax1.00in prn slm npvc leaked at septum during the use of this product, bleeding occurred at the connection between the heparin cap and the needle, and the isolation plug leaked and fell off; the number of affected products is 2, and the samples cannot be returned. Photos are provided; green claims are required, a complaint reply letter is required, and a complaint receipt letter is not required.

Manufacturer narrative:
H.3. If a device evaluation and/or device history review is completed, a supplemental report will be filed.